Event description:
Reporter indicated that device diagnostic testing at follow-up visit resulted in high lead impedance reading (dc-dc code 7 and limit), indicating possible device malfunction. It was reported that the patient had recently had a bike accident, which may have damaged the vns therapy system. The patient's family member reported that they no longer noticed the pt's voice change with stimulation and that the patient has experienced a recent increase in seizure activity above pre-vns baseline frequency. The patient reportedly experienced 40 seizures in the past two weeks and normally only experienced approximately 40 seizures per month. X-rays reviewed by neurosurgeon did not reveal any obvious discontinuities in the vns therapy system. During exploratory surgery, the surgeon observed a fracture in the lead next to the electrode. The lead was replaced. Device diagnostic testing following lead replacement surgery was within normal limits.